Manufacturer narrative:
(B)(4). Evaluation summary: the used sample was received for evaluation. Visual inspection did not identify any nonconformances. A functional leak test was performed by spiking the set into an in-house solution bag and re-priming. The device primed and flowed normally with no malfunctions identified. There were no leaks identified in and around the drip chamber or throughout the remainder of the set. The reported condition was not able to be replicated or confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. A trend review will be performed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a cysto/bladder irrigation set leaked from the tubing near the chamber. This occurred during priming. There was no patient involvement. No additional information is available.